Event description:
It was reported via repair work order that the bed head section was raised it would fall back on its own. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with evaluation results. The issue was resolved for the customer by sending the customer the fowler actuator with kit. The customer decided to do their own repair. A visual and functional inspection was performed by an unidentified individual at the (B)(6) hospital and medical center.

Event description:
It was reported via repair work order that the bed head section was raised it would fall back on its own. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.